Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient was getting locked out of a bolus and not getting relief from the medication on (B)(6) 2015. The patient was on the phone with medtronic when they had a heart attack and was immediately hospitalized. The patient had had no previous cardiac problems. Per medical records the cause of the death was due to a malfunctioning pump. The coroner had the pump stored at their facility.

Event description:
Additional information received from a consumer reported the patient died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Device failures included battery failure, pump failure, and delivery failure. The patient death occurred on (B)(6) 2015. It was noted that the pump was implanted in 2012. It was explanted at death. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. Evaluation conclusion code no longer applies. Interrogation of the pump determined it was used to infuse morphine sulfate (20.0mg/ml at 18.587mg/day), bupivacaine (15.8mg/ml at 1 4.684mg/day), fentanyl (100.0mcg/ml 92.93 mcg/day), clonidine (350.0 mcg/ml at 325.27 mcg/day), and baclofen (100.0mcg/ml at 92.93mcg/day). If information is provided in the future, a supplemental report will be issued.